Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow-up, high, out of range high voltage lead impedance was observed. The svc coil was programmed off. Patient was fine after the event.